Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer had three in a row when he was trying to depress the plunger, there seemed to be a block in the needle and they were not able to push anything through it".

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer had three in a row when he was trying to depress the plunger, there seemed to be a block in the needle and they were not able to push anything through it."